Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: during the investigation, a review of the black box showed several unexplained power reset events. The battery compartment was found to be cracked at the threads on the side. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half a turn with no power reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly, and no power interruptions occurred during the investigation. Investigators were unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.